Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were bent stent struts on the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 32mm promus premier stent was unable to cross the target lesion. It was removed from the body and noted that some stent struts were lifted up. The procedure was completed with a 4.0mm x 33mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 32mm promus premier stent was unable to cross the target lesion. It was removed from the body and noted that some stent struts were lifted up. The procedure was completed with a 4.0mm x 33mm non-bsc stent. No patient complications were reported.